Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male had skin irritation under the left front therapy electrode. The patient was prescribed an ointment by his doctor.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Evaluation method: other. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.